Manufacturer narrative:
A DHR review of lot# 4832776 revealed no issues found that could be related to this complaint. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Report 4 of 6, see related medwatch report numbers: 0001920664-2020-00010, 0001920664-2019-00011, 0001920664-2019-00012, 0001920664-2019-00014, 0001920664-2019-00015.

Manufacturer narrative:
This investigation is ongoing. Report 4 of 6, see related medwatch report numbers: 0001920664-2020-00010, 0001920664-2019-00011, 0001920664-2019-00012, 0001920664-2019-00014, 0001920664-2019-00015.

Event description:
The user facility in (B)(6) reported the tips broke during surgery. The part was removed from the patients eye. The surgery was completed with no reported injury to the patient and no other medical intervention required. The tip had been used within 10 times.

Manufacturer narrative:
The vendors investigation results: each needle manufactured is inspected prior to shipment for obvious visual defects and manufacturing defects. There are no other complaints of this type for this lot number. Directions for use, under the sterilization section states, prior to each use the needle must be examined under a microscope for any pitting, rough spots, cracks or bends. If any of these conditions exist, the needle should be disposed of properly. Report 4 of 6, see related medwatch report numbers: 0001920664-2019-00010, 0001920664-2019-00011, 0001920664-2019-00012, 0001920664-2019-00014, and 0001920664-2019-00015.